Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter not sent to customer to contact customer care. No address on file for customer.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed fasting or non-fasting by the customer and produced test results of 83mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is date. The meter memory was not reviewed for previous test result history. Customer is getting an e3 error message when the strip was placed in the meter. Customer is not feeling well-dizzy. After realizing that customer was placing sample onto strip and then placing the strip into the meter are blood test was properly done. Customer got a fasting result of 83mg/dl.